Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on (B)(6)2016 and absorbable straps were used. During the procedure, the bleeding from application site was controlled by applying pressure. The patient underwent a re-operation/laparoscopy for possible hematoma in the retro rectus space and suturing of bleeding sites. It was also reported that the patient had bleed from released omental adhesions. Additional information has been requested.